Manufacturer narrative:
G4: premarket / 510(k) # k173820, k213593. Good faith effort attempts were made to try and retrieve additional details regarding the reported event. A supplemental report will be submitted if additional details become available.

Event description:
It was reported that a catheter issue occurred. An opticross 6 hd catheter was advanced over a non-boston scientific guidewire in the left anterior descending (lad) artery. Upon withdrawal, the wire appeared to have been captured by the rotation of the transducer and wrapped around the catheter. Both devices were removed. There were no patient complications and the patient fully recovered.